Event description:
Repair center alleged the unit was alarming or red light and key is the valve is not switching. Per independent repair statement the unit was alarming or red light. Key failure was the 4 way valve was not shifting. Additional malfunctions were the valve operator was not cycling, hose clamps were leaking, and the sieve bed had low o2.